Event description:
It was reported after new implant that the patient experienced a change in effect. It was noted on (B)(6) 2012, at 04:00a.m., she experienced increased baseline pain and the pump was "not working." It was indicated prior to implant that her pain was at "9" or "10" and now had returned to "7" or "8." The patient was also taking by mouth medications but unsure whether or not she was supposed to take them. It was stated that the patient had not done any new activities and was still under physician ordered restrictions. There were no alarms heard. The patient was admitted to the emergency room (ER). It was later reported that the patient had no concerns with the device or therapy and the event was resolved. The patient was scheduled for an appointment on (B)(6) 2012. The drug delivered via pump was dilaudid. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).